Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an endovascular aneurysm repair procedure. Reportedly, the suture of the device did not hold on the puncture site after the plunger was depressed. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay was reported. The physician is reported to be trained in the use of the proglide device. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device revealed that the posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs; therefore, the reported event was confirmed. Based on visual and functional analysis of the returned device, the probable cause for the posterior cuff miss was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.